Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Further, the returned lead passed electrical testing.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicates that there was possible perforation but this was not confirmed. This rv lead was explanted. No additional adverse patient effects were reported.